Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. This complaint is for a report of the patient disconnecting and not placing a cap on the patient line. Patient line should be capped when disconnected. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's service center regarding a home patient (hp) that needed ending therapy assistance, which occurred on the homechoice (hc) during use during drain 1 of 4. The hp had disconnected without capping the patient line off then reconnected. The technical service representative (tsr) assisted with end of therapy early procedure. The hp would notify peritoneal dialysis registered nurse. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone. The nurse stated she was aware of the issue. The home patient (hp) had contacted her. The nurse stated the hp had been retrained. The home patient (hp) had continued therapy, no injury or medical intervention was reported as a result of this incident.